Event description:
During three firings of the plcr60b, one firing had oozing, which was controlled with cautery, the second firing had malformed staples, which the surgeon had to over sew the anastamosis, and the third firing had malformed staples at the distal end. The staple line was over sewn. The patient is stable.

Manufacturer narrative:
The reload was returned with the tissue bumps damaged by the knife track, which was caused by a misalignment between the i60 device anvil and the staple pockets resulting in malformed staples. It is not known what caused this misalignment. Eval summary: the tissue bumps have been damaged. The tissue bumps are damaged by the knife track in the anvil. This forces the anvil to move laterally and become misaligned with staple pockets resulting in malformed staples.